Event description:
The customer reported that the fiber broke at the handpiece while cleaning prior to use. The case was completed using a second fiber without further issue. There was no injury reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customer's initial report that the fiber broke at the handpiece while cleaning prior to use, it not considered a reportable issue. Upon analysis, the customer's report could not be confirmed. Visual inspection of the fiber and verification of the returned fiber card confirmed that the fiber had been used (75,680 joules). The fiber cap showed evidence of usage, exhibiting detritus, char and devitrification; the fiber cap was also found to be drilled through. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue retraction, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. (B)(4).